Event description:
Customer received a result of 23.9 mmol/l on the mobile system, and a result of 11.1 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in netherlands. This medwatch report is for the suspect device used in the compact plus system (lot number 208057, expiration date 09/30/2013). (B)(6).